Manufacturer narrative:
On 27-jul-2020, mentor received additional information regarding the patient¿s demographics. The patient is 43-year-old caucasian. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-aug-2020, mentor received additional information regarding the patient symptoms, revision surgery, and replacement device. The patient fell at a skating rink and experienced right-sided breast pain and distortion of her right breast. As a result, the patient underwent unilateral removal and replacement with a 600cc mentor memorygel breast implant (catalog#: 3506004bc, right serial#: (B)(6) on (B)(6) 2020. Upon explantation, the implant was found to be ruptured. Initially, the date of explantation was reported as on (B)(6) 2020. However, additional information revealed that the actual date of explantation was on (B)(6) 2020. The relevant fields have been updated. On 26-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection, the device was found to be ruptured and received incomplete. Additionally, an anomaly was observed in the edges of the tear on the device, consistent with a crease/fold. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 600cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2020.